Manufacturer narrative:
(B)(4) was not returned for analysis as the customer decided to retain it. The reported event was not confirmed via review of the controller log files because the logs available do not mention this battery; therefore, we cannot conclude that this device was related to the reported event. A root cause cannot be established as log file analysis revealed that this battery was not in use on or near the reported event date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced power switching with a battery. The site reported "controller switches to the other power port before battery is down at 25%". The batteries were changed to try to resolve the issue. Exchanging the battery resolved the event. There were no reported consequences or impact to the patient, the "patient went back home in good condition". No additional information was provided. Investigation is ongoing.